Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.5, 5.3. Lab: 4.4. Lot numbers 243103, 243104. Customer tested with the wrong strip code and received a 6.5, about 17 minutes later, he tested the same finger with the correct strip code and received a 5.3 on his meter. Twenty minutes later he received a 4.4 lab result. Dosage of coumadin has been getting changed around.

Manufacturer narrative:
Per tech service rep, pt was testing the same finger. Re-sticking the same site may cause pre-analytical errors in fingerstick. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011. Inratio meter = 5.3. Reference = 4.4. Mean = 4.85. Confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result obtained on ln 243103 was excluded from data analysis because customer did not have correct strip code in meter. This would cause the results obtained to be invalid. Recent test conducted on lot 243104 on 7/20/2011 met precision and accuracy criteria. Test results are as follows: donor 74 = 2.1, 1.9, 2.0 inr; donor 75 = 3.6, 3.7, 3.7 inr. In-house test results have 5.00% and 1.57%, respectively for each donor and are less than 16% cv. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Improper technique was identified in the complaint. Pt also began a new medication. These could not be ruled out as a cause of the unexpected result. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 246544 with strip code z45bu material was split into two different lots. Lot# 243104 into 12packs (smaller lot). Lot# 251117 into 48packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time as no product deficiency was established.